Event description:
It was reported that a patient underwent a unknown surgery on an unknown date and suture was used. During the procedure, the needle was detached from the suture already. It was a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify no further information is available. What is the lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan dosage form - suture/solid/parenteral. Strength -= 275 g /m.